Event description:
On the event date, the pt's mother called for assistance changing the insulin cartridge and adjusting the piston rod of the infusion device. She inserted an insulin cartridge into the infusion device and performed 2 primes. No insulin dripped from the infusion tubing. She then realized that all of the insulin was dripping out of the adapter and into the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.